Manufacturer narrative:
Batch review performed on 07-apr-2022: lot 2000446: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2024-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved. Batch review performed on 07-apr-2022: gmk-sphere 02.12.t3i4r tibial tray fixed cemented # t3-i4 r (k121416) lot 2013025: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to the poly disengaging from the tibial tray as the patient was going up and downstairs. Primary performed in (B)(6) 2021. The surgeon revised the poly and the surgery was completed successfully.